Event description:
The fe reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was evaluated and replaced. Calibrations of the x-ray tube filaments and generator were performed. The foot switch and skin spacer were replaced. The system was tested and found to be working as intended and returned to service.